Manufacturer narrative:
The device has not yet been received. A supplemental report will be submitted if the device is received. Device not received.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was not impacted. The customer performed a system check and determined that the cause of the occlusion was in the cartridge. The customer changed the cartridge.